Manufacturer narrative:
(B)(4): evaluation, results: mi, tvr.

Event description:
During the index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal lad. Five days post procedure, the patient is reported to have suffered an mi. The location of the infarction was non-determinable. The patient received nitroglycerin, however, the chest pain persisted and a target vessel revascularization was performed. The patient received two additional stents, one to the 1st diagonal and one to the mid lad. The investigator assessed that there was no relationship between the event and the study device or study drug. The patient recovered with treatment and no other clinical sequelae were reported.